Event description:
It was reported that low impedance was noted. There was no information regarding the patient's condition as a result of the event. No further information was available. Related MFR number: 2017865-2024-70997. Related MFR number: 2017865-2024-70999.